Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted general hemicolectomy right surgical procedure, intuitive surgical inc. Representative reported to technical service engineer (tse) that the customer that universal surgical manipulator (usm) arm 2 broke. The representative stated during a movement of usm arm 2 the broke away from the cannula mount. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was complex, multi-stage surgery. Robot/laparotomy conversion. The surgeon did not want to continue with 3 arms only. The conversion took place at the start of the 3rd stage, bricker/anastomosis. The patient had no injury or harm. No, the broken element fell into the sterile field.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported problem was confirmed and replicated. The system logs showed error 1105, indicating a cannula fault and confirming the issue occurred in the field. Visual inspection revealed damage to the cannula mount. The usm was installed on a golden system, where error 1162 was triggered, replicating the reported event. Further testing on a patient side cart fixture test platform (pftp) showed the cannula check failing on the axes controller spar cannula (acsc) flat flex cable (ffc). Aba testing confirmed the cannula mount as the source of the fault. The complaint was confirmed and replicated by failure analysis. The probable root cause of the broken cannula mount is attributed to component susceptibility to damage, most likely caused by mechanical impact/overload or local material/assembly failure.

Event description:
Refer to h11 for follow-up information.